Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: infection.

Event description:
USA. Allegedly, this is a 39-year-old female status post bilateral breast augmentation and mastopexy one week prior, who developed progressively worsening right breast pain starting on postoperative day three despite oral antibiotics. No systemic symptoms were reported; only mild erythema was noted without fever, drainage, or hemodynamic instability. Revision surgery was performed and culture was taken ((B)(6)).